Event description:
It was reported that a spectrum pump displayed system error 105. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed "system error 105 alarms" through review of the event history log. The eval found that the motor mount screws were severed, which is known to cause "system error 105" alarms. The failed motor assembly and screws were replaced.